Manufacturer narrative:
The product is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and low pacing impedance measurements less than 250 ohms in bipolar and unipolar configuration. An invasive procedure was performed. Upon disconnecting the lead from the device header and connecting to a pacing system analyzer (psa), noise and low out of range pacing impedance measurements less than 200 ohms was observed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.